Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) detected and gave appropriate therapy in the ventricular fibrillation zone of programmed therapy during defibrillation testing. The device then detected in a lower zone of ventricular tachycardia-1. The device was programmed to deliver antitachycardia pacing, but was reported to not have delivered the programmed therapy. The physician elected to give burst pacing to get the device to detect in a higher zone so the device would then give shocks again. The physician was very upset that the patient almost died on the table, and requested a letter responding to the issue. The physician commented that our devices should give shocks, not just sit there.